Event description:
On (B)(6) 2013 the customer reported that their sales representative, reported that this lead dislodged and therefore was capped on (B)(6) 2013. There were no other adverse pt effects reported. The lead was actively implanted for approximately 1 years, 6 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.